Event description:
It was reported that this right ventricular (rv) lead surgically abandoned due to high capture thresholds measurements. No additional information is available at the moment. No additional adverse patient effects were reported.